Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned tasp identified that it had fractured around the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured. Attempts have ben made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.